Event description:
The intralase fs laser was used to create bilateral corneal flap(s) for lasik surgery in 2009. The flaps on both (ou) eyes were fragmented after being lifted. Patient was issued soft bandage contact lenses (bcl) ou and was given topical steroids different from the standard after surgery. The patients preoperative best corrected visual acuity (bcva) was 20/15 in the right (od) eye and 20/15 in the left (os) eye. Four days postoperatively ((four days later), the patient's uncorrected visual acuity (ucva)was 20/40 od and 20/20-2 os. The association between the event and the device is unknown.

Manufacturer narrative:
In 2009, a field service engineer (fse)inspected the laser. The laser system met specifications and performed as intended. A clinical development specialist (cds) has been in contact with the site since the report of this event obtaining patient status. Cds provided surgery support and requested additional information from the site but none has been provided. If additional information is received a supplemental medwatch report will submitted. Thin flaps.